Event description:
It was reported that there was an electrical reset when the device was interrogated. The patient has had radiation treatment. The clinician was able to clear the message. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).